Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Radiographs indicated cup was loose and had rotated. Revision surgery to replace components performed three months later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of explanted device in process but not yet complete. This report filed on may 14, 2007.